Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 12:13 pm. The patient reported obtaining blood glucose readings of ¿600 and 211 mg/dl¿ with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that he manages his diabetes with self-adjusted insulin. The patient claimed that 1 minute after obtaining the alleged inaccurate results, he took 5 units of novorapid insulin which was above and beyond his usual routine of diabetes care and management. The patient denied developing any symptoms and there was no report of medical treatment/intervention received as a result of the alleged issue. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor was there any report of medical intervention received for an acute blood glucose excursion after obtaining the alleged inaccurate results. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.